Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient had been hospitalized about 10 times relate to diabetic ketoacidosis (dka). The reporter could not provide dates or details of treatment. The reporter stated that the patient was taken off the pump; she was unsure when but noted that it was after the first hospitalization. The reporter noted that one hospital admission was due to the patient running out of supplies. The patient reportedly resumed the pump about a month ago and is now working with a healthcare provider on settings adjustments. The reporter also noted that the patient was not testing her blood glucose (bg) enough. The reporter denied any issues since the patient resumed insulin pump therapy. The reporter stated that one hospitalization may have been related to a pump failure but could not provide specifics. The pump was unavailable for review at the time of initial contact. Customer technical support has attempted to reach the patient for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient sought medical intervention for dka while on insulin pump therapy and due to the allegation that the pump may have been a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.